Event description:
The customer reported that his olympus high flow insufflation unit was experiencing a led issue during preparation for a therapeutic procedure. According to the initial reporter, the led display flow rate was missing. Reportedly, the subject device was used to complete the procedure without any harm to the patient.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and correction to e1. Please see updates to d9, e1, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the led issue was due to a display unit failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.